Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console common compute controller (ccc) due to repeated 319 errors pointing to multiple components. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered repeated non-recoverable faults on the system. The site tried power cycling prior to calling with no resolve. The technical support engineer (tse) had the customer power cycle the system, hard cycle the console, hard cycle the tower, and reseat fibers with no change. The tse then had the customer disconnect both blue fiber cables and power up the tower. As tower powered on, the tse had the customer reintroduce the blue fiber cables to isolate the system. The robot plugged in and came up normally. The console plugged in and the system reverted back to 31089 and 307 faults. The customer did not want to use the system. There was no report of patient involvement.